Event description:
It was reported that this right ventricle (rv) lead was surgically abandoned due to lead fracture. This rv lead remains implanted. No additional adverse patient effects were reported.